Event description:
It was reported by the patient she was unable to get out of bed and had been experiencing seizures. The patient was hospitalized following the seizures and was scheduled to undergo an MRI.